Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, exhibited high out of range shock impedance measurements. The shock impedance was typically around 50 ohms however was noted to recently increase. Technical services discussed a possible lead fracture or suboptimal connection between the lead and device. Further evaluation was recommended. The patient was seen in clinic and all testing yielded acceptable measurements. The system will continue to be monitored at this time. No adverse patient effects were reported.